Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2014 with the following findings: investigation revealed that the display screen was dim and discolored. The battery compartment was found to be cracked. There was no physical damage observed to the keypad cover, however the ok keypad button was observed to be intermittently unresponsive. All other keypad buttons responded normally during testing. The keypad cover was removed, and there was evidence of contamination observed under all button contacts. Unrelated to these issues, investigation also revealed that the audio bolus button cover was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored, the battery compartment was cracked, the ok keypad button was intermittently unresponsive, and there was contamination under the button contacts. This report is made based on results of investigation completed on 09/30/2014.